Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and undersensing. A chest x-ray revealed the lead dislodged due to twiddlers syndrome. The patient was asymptomatic. On (B)(4)2014, the lead was successfully repositioned.